Event description:
This pms case patient underwent carotid artery stent implantation and during the procedure experienced hypotension. The patient had a medical history including hypertension, (dm) diabetes mellitus, cardiac infarction, and pci (percutaneous cardiac intervention). The target lesion was right internal carotid artery described as non-calcified and 88% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. Pre-dilation was performed with an unk balloon. One precise stent was implanted without report of difficulties. Post-dilation was also performed using an unk balloon. During the procedure, the patient had an episode of hypotension treated successfully with vasopressor. The patient experienced no neurologic symptoms with the episode of hypotension. No device is available for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13126897 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Zero units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. Nonconformance record was generated for a pra pending approval. The lot was liberated because PMA has been approved and the pths was closed. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptors reactions such as advanced age, ventricular dysfunction and gender. Clinical research has revealed that 40% of patients undergoing cas sustained a reaction secondary to carotid body stimulation during balloon inflation, most commonly short-term hypotension without clinical symptoms, not associated to periprocedural cerebral complications. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event.